Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01314.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod8s. During the procedure, the physician successfully placed two ruby coils using a lantern delivery microcatheter (lantern). The physician then attempted to place a pod8, however, the hospital technician felt resistance while advancing and the pusher assembly of the pod8 became kinked. Therefore, the pod8 was removed and other ruby coils were successfully placed. While attempting to advance the fifth coil of the procedure, another pod8, the hospital technician again felt resistance and the pusher assembly became kinked. Therefore, the pod8 was removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.